Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove a bile duct stone performed on (B)(6) 2010. According to the complainant, the cutting wire detached when they tried to cut the papilla. The physician felt a little stress when the device was inserted into the patient. No parts of the device fell into the patient. The procedure was completed with a different / unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age, date of birth, gender and weight are unknown. (Patient is over 18 years old). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cut wire found it broke at approximately 10mm from the distal pierce hole. Measuring each section of the cut wire it was determined that a section detached; this fragment was not returned with the device. Further analysis of the cutting wire found it broke at approximately 10mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire detached. The most probable root cause of the broken wire is operational context.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove a bile duct stone performed on (B)(6), 2010. According to the complainant, the cutting wire detached when they tried to cut the papilla. The physician felt a little stress when the device was inserted into the patient. No parts of the device fell into the patient. The procedure was completed with a different / unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.